Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds. Reprogramming was done and the lead remains in use. It was also reported that the implantable cardioverter defibrillator (ICD)had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.